Event description:
It was reported by the customer, the duodenovideoscope had an elevator problem, reduced angulation, a loose control knob, a dented insertion tube and misalignment. No patient harm reported. During the evaluation of the device, it was noted the inside of the light guide lens was dirty/stained. This report is to capture the reportable malfunction of the dirty/stained light guide lens noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issues were confirmed. Due to a deformation of the forceps elevator lever, the up/down knob could not be locked securely. Due to a deformation of the bending tube, the bending angle in the up direction did not meet the standard value, and the connection between bending section and connecting tube was not secured. The connecting tube had a scratch, dent, and a wrinkle. The s-cylinder was shaved. The plastic distal end cover had a scratch. The objective lens was dirty, and the universal cord had peeling coating. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
E2 e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested event was presumed to have been due to the following: I) because of physical stress that resulted from user¿s handling, a minute gap was created in the glue around the lg (light guide) lens. Ii) stain, liquid or moisture adhered to the lg lens or around the lg lens which entered from the gap into the inside of the lg lens. The following description is included in the instructions for use (IFU) (operation manual). The suggested event was preventable. "Important information ¿ please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. See updated sections b3, b5, e1, e2, e3, g2, and h6.

Event description:
Additional information was received from the customer. The issue occurred during a procedure. There was no significant delay in the procedure, however, the physician faced difficulties to complete the procedure conveniently. The intended procedure was completed with the same device while the patient was under conscious sedation. The device was inspected prior to use. Only low angulation and free play was noticed.